Event description:
(B)(4). Initial report: this non-serious spontaneous case from (B)(6) was initially reported by a poly-l-lactic acid (sculptra) technician via a company representative and forwarded by our local affiliate (B)(4). Initial and follow-up information received on (B)(6) 2009 reported by a nurse, and (B)(6) 2009 respectively were processed together. This case involves a (B)(6) male patient who received poly-l-lactic acid therapy as follows: (B)(6) 2008: poly-l-lactic acid diluted with 5 ml water + 2 ml lidocaine with 7 ml in total injected into right and left side. Region not provided. Batch number a7022 x 1. (B)(6) 2008: poly-l-lactic acid diluted with 5 ml water + 2 ml lidocaine with 14 ml in total injected into right and left side. Region not provided. Batch number a7022 x 2. (B)(6) 2009: poly-l-lactic acid diluted with 5 ml water + 2 ml lidocaine with 14 ml in total injected into right and left side. Region not provided. Batch number a7022 x 2. (B)(6) 2009: poly-l-lactic acid diluted with 5 ml water + 2 ml lidocaine with 14 ml in total injected into right and left side. Region not provided. Batch number 1a7023 x 3. (B)(6) 2009: poly-l-lactic acid diluted with 5 ml water + 2 ml lidocaine with 7 ml in total injected into right and left side. Region not provided. Batch number 1a8025 x 1. The nurse reported that the patient had no concomitant treatments, medications, therapies, or concomitant pathologies. The patient had not experienced similar events after treatment with newfill or sculptra, or any other product. No histology or lab tests were performed. The technician reported that within the last two weeks, the patient developed small and hard nodules on his right and left temple. The nurse reported that there was no redness or heat associated with the lumps. The lumps were palpable and visible. The nurse mentioned that the patient was massaging the area. No corrective treatment was provided and the lumps persist. The nurse reports the causality assessment between the events and poly-l-lactic acid is highly probable.

Manufacturer narrative:
(B)(4) revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. (B)(4) revealed: brr (batch record review) without hint to root cause. The review of the DHR (device history records) and of the analytical results of the involved batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.